Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an inability to provide a steady output voltage. Supplemental testing revealed a lack of continuity prior to the connector strain relief. The power (red) wire was open. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to wear on the strain relief as a result of excessive bending. There are no apparent contributing clinical factors to the reported event. The usage pattern most likely contributed to the fraying or breaking of the cable wire. Per instructions for use (IFU): there are four connectors, two on either side of the controller. The power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety. The ac adapter has cables that connect to the controller and into an electrical outlet. Prior to connection to the controller, verify proper connection of the power cord to the adapter and electrical outlet. A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient complained that no power was received to the controller from an ac adapter. He stated that a green light was on indicating that there was electricity going to the adapter, but the adapter itself was not providing power to the controller. At no time did the controller loose power as a result of this occurrence. There is no report of impact or consequences to the patient.